Event description:
It was reported that cardiac arrest and distal tip damaged occurred. A mach1 diagnostic guide catheter was selected for use in a coronary intervention procedure. The distal tip was crushed damaged and a blood clot has occurred, the blood flow was temporarily interrupted, resulting in cardiac arrest requiring hospital treatment. No further patient complications were reported.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter city: (B)(6).

Manufacturer narrative:
Device evaluated by MFR.: the model-6f mach 1 q3.5 sh (side holes) was returned for analysis. Visual and microscopic observation was performed on the catheter hub, shaft, and distal tip. A kink was identified approximately 6.5 cm from the distal tip and the distal tip was identified damaged/crushed. No further damaged were observed. Correction to h6 device code. Initially reported as fracture. Supplement MDR is correcting h6 code to material integrity problem. Initial reporter address 1: (B)(6); e1 initial reporter city: (B)(6).

Event description:
It was reported that cardiac arrest and distal tip damaged occurred. A mach1 diagnostic guide catheter was selected for use in a coronary intervention procedure. The distal tip was crushed damaged and a blood clot has occurred, the blood flow was temporarily interrupted, resulting in cardiac arrest requiring hospital treatment. No further patient complications were reported.

Manufacturer narrative:
Correction to h6 device code. Initially reported as a fracture. Supplement MDR is correcting h6 code to material integrity problem. Initial reporter address 1: (B)(6).

Event description:
It was reported that cardiac arrest and distal tip damage occurred. A mach1 diagnostic guide catheter was selected for use in a coronary intervention procedure. The distal tip was crushed damaged and a blood clot has occurred, the blood flow was temporarily interrupted, resulting in cardiac arrest requiring hospital treatment. No further patient complications were reported.